Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hours.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200-300 (mg/dl) range. Customer administered a correction bolus and manual injection to stabilize bg level. Cartridge uses novolog and is reportedly sometimes changed every 4 days. Customer was reminded that novolog is indicated for use up to 72 hours. Recommendation was made to rotate infusion site and to discuss possible factors that may affect bg levels with health care provider.